Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: did the broken loop fall in the patient? -yes. Was the broken loop retrieved? -yes.

Event description:
It was reported that the patient underwent a hysteroscopy on (B)(6) 2019 and the electrosurgical device was used. During the procedure, the handle loop broke. The broken loop was retrieved. There were no patient consequences reported.